Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor cannot complete telemetry. Troubleshooting steps were taken to no avail. The patient was referred to the clinic and have the implantable pulse generator (ipg) interrogated in the office. The ipg remains in use. The monitor remains in use. No patient complications have been reported as a result of this event.